Manufacturer narrative:
It was reported that the markers could not be seen in the patient and upon removal it was noted that there was no balloon on the device. The device was handled according to the IFU. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the device from the box, pouch or hoop and no difficulty removing the balloon sleeve or stylet. The device did not break, stretch or kink when removing the sleeve and there was no force required at any time. Reportedly the device was not inspected prior to inserting it into the patient. The target lesion was below the knee. The guidewire and device were advanced to the lesion without difficulty. When the device was inserted into the patient the markers could not be seen on the balloon. A decision was made to attempt to inflate the balloon however immediately blood returned through the indeflator indicating a ruptured balloon. The device was easily removed in one piece from the patient. When the device was removed it was noted that there was no balloon on the device. The account has assured that the balloon did not break off the catheter and that there was never a balloon on it. After removal it was reportedly obvious that there was never a balloon attached to the catheter and there were no filling defects noted during angiography and no markers. The device was inserted into the patient once and was never inflated. There were no kinks noted on the device during or after use and force was not required when using the device. The patient did not experience any complications as a result of the failure with the device. The procedure was completed at that time. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. The device was returned for evaluation. The device was returned without the balloon and distal section. The device separated at the proximal bond and the outer. The total length of the returned device was approx. 127cm. No packing was returned. The hub was printed as expected and there were no visual defects observed. The total length of returned outer is approx. 127cm. The device separated at the proximal bond. A section of length 10mm was also stretched. The total length of the inner was approx. 120cm. The balloon, distal tip and sleeve were not returned. No functional examination was carried out due to the condition of the returned device. The evaluation and investigation of the returned device is inconclusive for the device markings issue failure mode reported. The device was returned minus the balloon and distal tip sections. The device had separated at the proximal bond and the outer. The event description outlines that there was no difficulty removing the balloon sleeve or stylet during the preparation of the device. This is confirmation that the balloon and distal tip section was present prior to the procedure. The event description further outlines that "the account assured that the balloon did not break off the catheter and that there was never a balloon on it". It is unknown why the procedure would have been then performed with a defective device based upon the available information a definitive root cause has not been determined. It is unknown if patient factors, handling or procedural techniques may have contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: precautions: before removing catheter from sheath it is very important that the balloon is completely deflated. Recommended procedure and technique: (inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. After each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. To exchange catheters, maintain the guidewire¿s position and lossen the heamostatic valve. Pull out the dilation catheter until the guidewire entry point exits the heamostatic valve. Grasp the wire a short distance from the entry point and continue to withdraw the catheter. Continue to alternate grasping the guidewire and moving the catheter until the catheter tip clears the heamostatic valve. Insert the new catheter as previously described for the initial catheter. Simultaneously withdraw the dilation catheter and guidewire from the guiding catheter/sheath. Withdraw the guiding catheter/sheath from the vessel. Follow standard practice for the management of the guiding catheter/sheaths (removal should not be attempted before near normalisation of clotting). Deflation and withdraw deflate the balloon by drawing a vacuum with a 20ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50cc syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).

Event description:
It was reported that the markers could not be seen in the patient and upon removal it was noted that there was no balloon on the device. The device was handled according to the IFU. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the device from the box, pouch or hoop and no difficulty removing the balloon sleeve or stylet. The device did not break, stretch or kink when removing the sleeve and there was no force required at any time. Reportedly the device was not inspected prior to inserting it into the patient. The target lesion was below the knee. The guidewire and device were advanced to the lesion without difficulty. When the device was inserted into the patient the markers could not be seen on the balloon. A decision was made to attempt to inflate the balloon however immediately blood returned through the indeflator indicating a ruptured balloon. The device was easily removed in one piece from the patient. When the device was removed it was noted that there was no balloon on the device. The account has assured that the balloon did not break off the catheter and that there was never a balloon on it. After removal it was reportedly obvious that there was never a balloon attached to the catheter and there were no filling defects noted during angiography and no markers. The device was inserted into the patient once and was never inflated. There were no kinks noted on the device during or after use and force was not required when using the device. The patient did not experience any complications as a result of the failure with the device. The procedure was completed at that time. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is expected. The investigation is currently in progress. Not returned.

Event description:
It was reported that the markers could not be seen in the patient and upon removal it was noted that there was no balloon on the device. When the device was inserted into the patient the markers could not be seen on the balloon. A decision was made to attempt to inflate the balloon however immediately blood returned through the indeflator indicating a ruptured balloon. When the device was removed it was noted that there was no balloon on the device. The account has assured that the balloon did not break off the catheter and that there was never a balloon on it. There was no patient injury reported.